Event description:
A hospital in (B)(6) reported via our distributor that an opt318 optiflow junior nasal cannula came apart while being used by a (B)(6). The hospital further reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Method: fisher & paykel healthcare contacted the hospital in an attempt to retrieve the device and gain further information about the reported incident, however to date no response has been received from the hospital. Results: a lot check was not performed as no lot number was provided. Conclusion: without the complaint device we were unable to confirm whether there was any malfunction of the cannula. The hospital did not inform us where the cannula "came apart" and we are thus unable to determine what has caused the problem reported by them. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. The opt318 cannula is 100% leak and occlusion tested at the production line to ensure that the product is safe for use. In addition a sample is taken from each run and pull tested to ensure that each joint exceeds the specified peak load. Our user instructions that accompany the opt316 cannula state: under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Ensure that all connections are secure during use patient monitoring is recommended. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the opt318 based on customer feedback.